Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code malf 12, which was accompanied by fault ID 0x2071. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer by providing pump reset information and guiding them through the reset process. After the reset, the malfunction code did not reappear, and the customer was advised to continue using the pump, with instructions to call back if any issues recurred. The customer understood and acknowledged the guidance.